Event description:
It was reported that the customer experienced high blood glucose levels and that there were air bubbles in the infusion set tubing. The blood glucose reading was 317 mg/dl, which was treated with the insulin pump. The customer's mother started that she observed 2 medium-sized air bubbles in the tubing. She also reported that the customer had a high blood glucose reading of over 500 mg/dl the night prior. She stated that there had been an air bubble in the reservoir then as well. The customer's mother was assisted with removing the air bubbles. She was unable to perform the high pressure troubleshoot test due to a lack of supplies. The caller advised that she would call back with further information regarding the infusion set that had been used. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.